Event description:
Reported as "patient that had to have band removed due to infection." Six days after implantation the patient had the band removed having experienced epigastric point tenderness, nausea and vomiting and pain at the port site.